Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the reporter contacted lifescan (B)(4), alleging inaccurate high results of "12.3, 9.7, 8.0, 2.3 and 2.5 mmol/l" on the subject meter compared to "2.0, 2.5 and 2.6 mmol/l" on another meter (onetouch ultra) obtained within 30 minutes of each other. This complaint is being reported because the reported results did not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.